Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic inguinal repair, the patient had a bowel obstruction from the two devices used. The patient was brought back to operating room and laparotomy was performed. The event lead to extend patient hospitalization.